Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the following day for the event. On an unreported date, the patient was treated with an intraperitoneal injection of vancomycin 1 gram stat and an intravenous injection of tazact 4.5 gram twice a day (duration not reported). The cause of the peritonitis was unknown. Dianeal therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported the patient continued taking antibiotic treatment (details not provided). Should additional relevant information become available, a supplemental report will be submitted.